Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the accidental failure of the lcd panel.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing that the image was not displayed on the subject device. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the lcd panel.no patient injury was reported.